Manufacturer narrative:
(B)(4).

Event description:
The complaint states that inaccurate readings were reported. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the data log was performed and continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).